Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from the patient's right eye due to a refractive error. No further information was provided.

Manufacturer narrative:
Correction: upon reviewing the complaint folder, it has been determined this report is no longer a reportable event. This was a replacement lens; not an explanted lens. Therefore, no further information will be provided under this manufacturer report number 2648035-2019-00407. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.